Event description:
A malfunction was reported involving a pump that displayed error code "malf 16," with the fault ID available. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was under warranty. The customer was instructed to use multiple daily injections for insulin delivery in the meantime and acknowledged instructions for returning the problematic pump using a pre-paid label within ten days. The customer confirmed knowing how to put the pump into storage mode before returning it.